Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophageal dilatation procedure performed (B)(6), 2010 on a (B)(6) female patient. According to the complainant, during the procedure a cre balloon dilatation catheter was placed within the patient's esophagus to dilate a benign stricture and inflated with 35ml of distilled water. The complainant reported the balloon began to leak so they withdrew the scope and dilatation balloon as a unit from the patient and cut the device to remove it from the scope. Additional information received confirmed that the balloon burst, however no fragments of the balloon detached inside the patient. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Exact weight is unknown, however it is estimated that that patient was approximately (B)(6). A DHR review was performed for lot 12982870 and no anomalies were noted. A review of the complaints databases was performed and concluded there were no previous complaints reported for the specified lot. The suspect complaint device was not returned for investigation therefore a visual or functional evaluation could not be performed on the device.